Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during an arthroscopy, the controller had an interference problem. When the wand was put in the articular cavity and when the ablation function was used, the display screen was black. The procedure was completed with the same device. There was a significant surgical delay but no patient complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include a failure of the display ribbon cable or screen display. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.